Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that in 2009 patient underwent posterior lumbar interbody fusion at l1-2-3. It was reported that on (B)(6) 2016 patient underwent posterior lumbar fusion at l3-4-5-s1 due to l5-s1 lumbar canal stenosis after removing the implants. Intra-op, the head of the product came off while a surgeon tried to adjust the direction of the screw head for rod insertion. Product broke but no fragments were remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :driver tip broken at weld joint, consistent with overload. The age of the product suggests this is not an acute manufacturing issue.